Event description:
Customer reports evidence of melted plastic at the connector port inside this inform base. No adverse event reported. A request was made for the return of the device, replacement was sent.